Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2024-feb-27 (B)(4) (con): information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient's spouse called to report that the patient needed an MRI. The patient was supposed to have an MRI tomorrow, however they were unable to get the communicator to connect to the handset. The patient rep stated since the patient stopped using the ins, they had misplaced the communicator and had to get a new communicator (which was the current communicator they have now) but noted that even with the previous communicator when it was working well, it had always been a little tricky to get it to connect to the ins. Agent did not ask further questions about this comment as they were focused on the reason for call. Agent walked the caller through pairing the communicator to the handset and they placed the communicator over the "lump" that the caller thought was the ins site but they got 'device not responding.' The caller stated they could feel the ins corners and noted that one of the corners appeared closer to the surface of the skin than the other corners. Caller denied patient had had any falls or traumas but did say that the patient often "plopped down" on a seat and would sit the same way all the time and the patient stated it is possible that their body had "shifted it" (the ins). The caller moved towards the edge of the ins that was closer to the surface of the skin and it showed "communicating with device" but then the screen went back to 'device not responding." Caller continued to reposition the communicator and even applied pressure but they weren't able to connect. It would say 'communicating with device' and then go to 'device not responding.' The troubleshooting steps taken on the call did not resolve the reported issue. The caller was redirected to follow up with the patient's hcp to check the implanted system and to troubleshoot further. Caller stated they would reach out to the patient's hcp to check the implanted system. Documented the reported event. No further action was taken by agent.